Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon device interrogation, stored episodes of noise were noted on the right ventricular lead. It was noted that the noise happened during the time patient was sleeping. The patient was asymptomatic to the noise. The device was reprogrammed. The patient was in stable condition and will continue to be monitored.